Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported having trouble with the sensor. Customer reported receiving cal errors and change sensor alarms on the insulin pump. Customer stated that they received a low predict at 70 mg/dl and read that the customer was as low as 48 mg/dl. Customer stated that he has treated all day and the sensor continues to reading low despite taking carbs. Customer mentioned that there was a big difference between the sensor glucose readings versus the blood glucose readings. Customer's blood glucose reading at the time of the call was 218 mg/dl. No further information reported.